Event description:
Patient brought to ER by ambulance. No vital signs present. ER staff tried to defibrillate the patient using "hands free pads" but the defibrillator failed to operate. A second defibrillator was used, (with the same pads) but it also failed to operate. Manual paddles were brought in but would not plug in to the defibs. A defibrillator from another unit was brought in and it worked properly. The patient was pronounced dead shortly after. The attending physician and nurses stated that the failure of the defibrillators did not contribute to the death of the patient.defibrillator was inspected by biomedical engineering and it was discovered that the hand free pads had a pin that had broken off in the defibrillator connector. This explains why the pads did not work in another defibrillator. When the staff tried to use the manual paddles, they would not plug into the defibrillator because of the broken pin in the defibrillator connector. The manual paddles were damaged during this process and they subsequently would not work in another defibrillator. The hands free pads and manual paddles were replaced and the defibrillator was tested by biomed and found to be operating properly.